Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that, during a hysteroscopy, a portion of the tip dislodged during the procedure. No patient injury was reported. Surgeon was able to remove the broken piece, and was able to complete the procedure. Per customer, the case date was either (B)(6) 2023 or (B)(6) 2023.

Manufacturer narrative:
Per evaluation findings by the manufacturer: upon examination, it was determined that nothing was broken off and therefore no part flew into the patient. As can be seen in the pictures, the product shows strong corrosion due to a reprocessing error as well as strong dirt in the shaft, therefore the function is difficult. In addition, the cutting edge is probably heavily damaged due to incorrect handling. The device was shipped to the customer under outbound (B)(4) on (B)(6) 2019: had been in use for approximately 3 years and 6 months before this complaint was filed.